Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was implanted with ins last year. Pt reported that due to the ins causing them pain and not working, they had it removed this week.